Event description:
It was reported that log files were submitted for evaluation concerning no external power alarms. Log file review confirmed several no external power events while the patient was connected to the mobile power unit (mpu). The events occurred overnight between (B)(6) 2022 and (B)(6) 2022 then again between (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log files. The log files contained approximately 6 days of data combined (29apr2022 ¿ 05may2022 per the timestamp). No external power alarms were observed from (B)(6) 2022 at 21:03:20 to (B)(6) 2022 at 12:03:56 and from (B)(6) 2022 at 22:04:58 to (B)(6) 2022 at 10:50:23 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the ac power cord became disconnected from the back of the unit or from the wall outlet and if there were environmental circumstances that resulted in an interruption of ac power at the patient¿s home when the alarms were active; however, no response was received. The mobile power unit was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section explains how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.